Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post implant check, the patient was experiencing chest pain. CT imaging revealed a perforation at the implant site of the right ventricular lead. The lead was explanted without replacement on (B)(6) 2016. The perforation did not require additional intervention. The patient was noted to be in good condition following the procedure.